Event description:
The alarm mat connection port at the bottom of the box did not allow the connection to click in and lock in. It did accept the cable, and the cable sound indicator sounded as though the connection was made between the mat under the patient and the alarm box. With any slight movement of the cable or even gravity for any period of time, the connector slips out of the alarm box.